Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified. Battery voltage is 3.14v on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device's battery was dropping fast. A substantial battery voltage change was noted in comparison from the initial interrogation and a second estimate during a programmer session when wireless telemetry was not used. The device remains in use. No patient complications have been reported as a result of this event.